Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment and the guide catheter stretched. The stent was deployed; however forceps were used to reposition the stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B) (4) - no code available (therapy/non-surgical treatment, additional). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The visual evaluation of the returned device, which was comprised of the delivery system only, revealed the guide catheter was stretched from the proximal end of the device. The distal tip of the guide catheter assembly exited from the delivery system and was kinked/bent near the distal end. There was no visible damage observed on the working length of the push catheter. The suture and stent assembly were not returned by the customer. The functional evaluation revealed the guide catheter could not be actuated due to the resistance observed during retraction of the guide catheter assembly. The guide catheter was difficult to remove from the proximal end of the device and was eventually removed through the distal end of the push catheter. Upon further examining of the guide catheter assembly, it was found to have indentations/kinks near the distal end likely due to the suture embedding inside the guide catheter assembly during deployment/repositioning of stent. Based on the analysis of this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile tract of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment and the guide catheter stretched. The stent was deployed; however forceps were used to reposition the stent. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.